Event description:
Ambulance paramedic reported using 5 pairs of the sensicare ice gloves due to them breaking/ripping during use.what was the original intended procedure?gloves used during pt care in a trauma situation.device #1is this a laboratory device or laboratory test?no.